Event description:
It was reported that the 3.0 x 12 mm xience prime stent delivery system (sds) was removed from the coil. During preparation, negative pressure was applied; however, the proximal shaft of the sds separated from the hub, and could not be used. A new 3.0 x 12 mm xience prime sds was used successfully. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to shaft separations prior to use include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging or handling during preparation for use. In this case, since the shaft was not reported to be damaged upon removal from the protective coil, this suggests that the shaft separated during device preparation for use. It is possible that the shaft of the sds was inadvertently handled as negative pressure was being applied to the system, such that it fractured and separated as a result. As the product was discarded by the account, it was not returned for analysis and may have assisted in the investigation in determining a cause for the reported complaint. Based on the information provided and without the product to examine, a conclusive cause cannot be determined. To assure that all products perform according to specification, the profile dimensions on all products are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all stent delivery systems are 100% visually inspected for online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the lot history record indicated no related no nonconforming material records with this lot and a search of the complaint database indicated no similar incidents. There is no indication of a lot specific product quality.